Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was exposed to moisture, and then received a button error alarm, as well as a unexpected restart alarm. Customer's blood glucose level at the time 125mg/dl. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no esc or act button response due to corroded keypad traces. The insulin pump was unable to perform the displacement or unexpected restart error test due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.